Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Iit was reported that following a procedure the right atrial (ra) lead had high thresholds, intermittent atrial capture, decreased/ diminished sensing, high impedance and decreased atrial impedance. It was noted the ra lead is in the right ventricular implantable pulse generator (ipg) port. It was also reported by the health care professional that while hooked up to external pacer they changed device lower rate to 80bpm however the patient's heart rate dropped to 30s. The ipg remains in use. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the battery drain was due to high pacing outputs and the recent cardioversion procedure caused a further thresholds increase. It was also noted that the ra lead exhibited loss of capture with bradycardia linked to the ra lead.